Event description:
Wheel of rollator broke and end user fell. He broke three teeth and injured his shoulder.

Manufacturer narrative:
The end user reported that a front wheel of the rollator broke and he fell. When he fell, he broke three teeth and injured his right shoulder. The extent of his shoulder injury is not known. The sample was returned and evaluated. The brakes were found to be adjusted correctly. The right front caster was stripped and bent. From the flattening pattern of the threads, it appears the flattening occurred over time as opposed to a sudden breakage. As the threads began to flatten, the wheel would become wobbly. The owner's manual instructs the end user not to use the device if it is found to be wobbly.